Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate readings on her one touch vita meter. The customer care advocate (cca) was unable to get in contact with the patient to obtain further clinical information. The following information is based on the initial call: the patient mentioned that the erratic readings began sometime around the evening of (B)(6) 2010 around at 6:30pm. One week after the alleged issue began at around 6:00 pm, she developed symptoms of feeling unwell. She felt sweaty, shaky and experienced blurred vision. She then tested on her blood glucose on her husband's meter and does not recall the reading; however, self-treated with chocolate. She did not seek any further medical attention or contact her physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. It is unknown what the patient's blood glucose reading was at the time of event, how soon after the patient developed symptoms and reading on her husband's meter. The patient mentioned that on (B)(6) 2009, she tested her blood glucose at 8:00 am and obtained a 75 mg/dl and retested at 8:01 am and obtained a 113 mg/dl. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The complaint is being reported since the patient alleged that due to the alleged erratic reading, she developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.